Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller would not make audible sounds when alarming. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller, con315367, was not returned for evaluation. Log file analysis revealed multiple low flow alarms. This kind of alarm occurs if the patient's average flow drops below the alarm setting. The low flow alarms are additional observations not related to the reported event and likely patient related and not due to a device malfunction. However, the reported ¿no sound¿ could not be confirmed. If information is provided in the future, a supplemental report will be issued.